Manufacturer narrative:
Additional information was received that the rate/sense portion of the lead was capped and replaced. The shock portion of the lead remains in service. Should additional information become available, this report will be updated.

Manufacturer narrative:
A revision procedure was scheduled at a later date. The available information suggests this lead remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited an increase in threshold measurements. It was determined the lead had slightly dislodged. No adverse patient effects were reported.